Event description:
Pt called lfs in 2003 alleging their meter would not power on while attempting to test the same morning. They reported that the last time of testing was the night before. The pt reported feeling low blood glucose symptoms of shakiness and dizziness while attempting to test. They stated that they took glucose and were going to the hosp to test their blood sugar. The issue was not resolved with troubleshooting. No further info has been reported. This case is being reported as a malfunction because the pt was experiencing symptoms prior to testing therefore the meter did not cause or contribute to the hypoglycemia.